Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a cartridge loaded on the device. The reload was received with the right side fully fired, left side inner rows unfired, left outer row fully fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing of device, while using green reload and seam guard buttressing material, the staples deployed and formed properly on the specimen side, however on the patient side, staples deployed but were not formed. These staples looked like "c¿s." There were also staples sticking out of device on patient side. The surgeon also reported the force to fire went up "exponentially' on second firing of device. There was a little bleeding noted (less than 25 cc's). A new device of different product code was opened and used to complete the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the cutline complete? Cutline was complete. Did the patient receive any blood products? No blood products for patient.